Event description:
During a remote follow up, episodes of far field r wave oversensing and inappropriate mode switching were noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.